Manufacturer narrative:
Initial.

Event description:
It was reported that a user on the ilet experienced very high blood glucose with an unreadable fingerstick and reduced responsiveness, and the spouse expressed concern about a possible error during a supply change; the event was categorized as cause unclear and no specific device component or device malfunction could be identified. Symptoms included hyperglycemia, lethargy, and vomiting. Outcomes included no health consequences or lasting impact. Investigation included communication with the user¿s family and analysis of information provided by the user or third party. Investigation of this case revealed no findings and insufficient information to identify a device-related problem or implicated component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.